Event description:
Reporter alleged the lancet needle which is used for blood glucose finger-stick testing; protrudes from the end and does not retract after use. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.